Manufacturer narrative:
(B)(4). After five days of treatment, the patient discontinued cefazolin and gentamycin and was treated with vancomycin (ip, 1gram/day) and amikacin (ip, 0.5 gram) for peritonitis. After 26 days of being hospitalized, the patient was discharged and discontinued the treatment with vancomycin and amikacin. At the time of this report, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had experienced peritonitis. On the same day, the patient was hospitalized for peritonitis, which manifested as abdominal pain and cloudy pd effluent. On the same day, the patient was treated with cefazolin-ip (dose-2g/day) and gentamycin-ip (dose- 40 mg, frequency- 2 times/day) for the peritonitis. However, the outcome for this peritonitis event was not unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. If additional relevant information becomes available, a follow up report will be submitted.